Manufacturer narrative:
Bed found in bed shop. Head section was slowly drifting down due to defective valve. Replaced the CPR valve manual to resolve this issue.

Event description:
Information received that the head section was slowly drifting down. No injury report.